Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two images were provided for analysis. It is unclear from the images provided if the stent migrated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, physician implanted abre self-expanding stent during procedure in a none calcified fibrous lesion in the proximal common iliac vein with 70% stenosis. During procedure, 6fr sheath and non-medtronic 0.035" guidewire were used. The vessel was none tortuous. The vessel diameter and lesion length are 12.5mm and 70mm respectively. No embolic protection was not used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. The lesion was not pre dilated. There was no resistance encountered when advancing the device. The patient was hydrated prior to the implant procedure and the physician always hydrates the venous cases before procedure. It was reported that the physician used ivus to measure the vein. The measurement was 12.5mm; therefore, the physician chose to put in a 14mm stent. The physician used ivus and fluoro to verify stent placement and apposition after deployment. Approximately 2 months post procedure, the patient presented to the clinic with vague chest pain. The physician performed an echo at the office and the ultrasound technician saw the stent was in the inferior vena cava (ivc). The patient was then sent for a CT scan. The stent ended up migrating and patient went to surgery to have the stent removed endovascular five days later. The patient has no complaints thereafter. The patient has no issues noted. There was no further patient injury reported.